Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin delivery stopped when blood glucose was 5.7 mmol/l and sensor glucose was 3.7 mmol/l. The customer also had blood glucose of 8.5 mmol/l. It was also reported that the customer as lying on the sensor which they believe might have caused the issue. The sensor will not be returned for analysis.